Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015. Date of implementation of UDI in manufacturing.

Event description:
It was reported that the ventilator system's failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, expiratory channel printed circuit board (pcb) has been pointed as defective. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The device's logs were not provided for further analysis. The defective part was not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory channel pcb. A correction of field # d8 was this device serviced by a third party? And # g2 report source, was required. D8 ¿ was this device serviced by a third party? - previous was this device serviced by a third party?: blank, corrected was this device serviced by a third party?: yes g2 ¿ report source - previous report source: user facility, company representative , corrected report source: distributor.